Event description:
During placement of the x stop interspinous decompression spinal implant, surgeon had difficulty removing the screwdriver. As the screwdriver was removed, the supraspinous ligament was torn. The implant was secured in place with sutures along the ligament. Procedure was completed successfully.

Manufacturer narrative:
Device not returned. No conclusion can be drawn at this time. Conclusion: no conclusion can be drawn at this time.